Manufacturer narrative:
Eval summary: no lot code or sample was provided by the customer. No further evaluation or root cause analysis can be conducted at this time. Additional info requested by fax and mail on (B)(4) 2011 and (B)(4) 2011 and by phone on (B)(4) 2011. A completed questionnaire was received on (B)(4) 2011. (B)(4). This report was mailed to FDA on: 05/18/2011. (B)(4).

Event description:
An optometrist reported a pt was being followed for an accidental self-inflicted corneal abrasion when she was subsequently diagnosed with subepithelial infiltrates and mild hyperemia following the use of product. The pt was treated with antibiotics and bandage soft contact lenses. On (B)(6) 2011, the optometrist reported his pt's symptoms had completely resolved and she had switched to another contact lens product.